Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 4 years. Per the op report, this patient presented for 3rd time redo aortic valve replacement for severe aortic insufficiency and possible stenosis. At surgery, there was a perivalvular leak right at the ostium of the left main and some calcification noted. The bioprosthesis was replaced with another edwards valve.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the exact nature of this event could not be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The op report documents calcification found during explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Although the root cause cannot be confirmed, it appears that the calcification may have contributed to the insufficiency.